Event description:
The customer reported via phone call that they had 3 insulin pumps within the last year and the last one stopped working in the middle of the night. Customer stated that the last pump was replaced. Customer received a button error after they walked in a mist while the pump was in their pocket. Customer was advised that a request will be made for the pump.

Manufacturer narrative:
No button error alarm was noted. However, insulin pump had intermittent button response due to moisture damage on the keypad traces. Pump was received with a minor scratched display window and a cracked case at display window corner.